Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 486 mg/dl. The customer¿s last blood glucose was 277 mg/dl. Assisted customer in performing a 5.0 unit fixed prime. Customer stated the insulin exited. The customer declined troubleshoot for blood glucose. The insulin pump will not be returned for analysis.